Event description:
It was reported that cadd solis vip ambulatory infusion pump cassette issues. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The tamer seal was broken. Higher alarm was found in the event log. Customer problem was duplicated. Pump was found to be displaying "cassette not attached properly" issue alarm message during the investigation. It also found fluid ingression on downstream occlusion sensor of the chassis base which causes the issue. The root cause of the reported issue was found to be user damage. Actions were taken to mitigate the reported issue: replace downstream sensor. A corrective and preventative action has been taken to address the reported issue. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information: no patient involvement found during testing.